Event description:
It was reported that during an acl reconstruction, an s+n interference screw (B)(4) was being used to fixate the graft in the femoral end; however, the direction of the screw changed and the graft could not be fixed. Then, a biosure screw (B)(4) was used but it broke as it was being inserted through the femoral tunnel. A portion of the screw remained inside the tunnel and wouldn¿t allow to reposition the graft. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end of the device is fractured into several pieces, not all were returned. The proximal end is intact but deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the device IFU does note that ¿excessive force should not be placed on the screw, bone, or delivery instruments.¿ and that the biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unknown if the piece of biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.